Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that the patient was trying to get their device charged up. They were getting all 8 coupling boxes to fill in but the implant battery level was not increasing and they didn't feel anything; the patient clarified that they weren't feeling stimulation. They used to be able to use the 'stimulation on' on the recharger to turn it on but now they can't. The patient declined to troubleshoot. No further complications reported.